Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the foley catheter was difficult to deflate on the 4th day of use. The guidewire was inserted into the inflation lumen of the foley catheter and the water was able to drained out.

Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. It was unknown whether the device had met relevant specifications. The product used for the treatment. It was unknown whether the product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original package) used two way silicone foley catheter was received. Visual inspection of the sample noted that the inflation port was cut off and missing upon return and therefore the sample was unable to be tested. Based on the sample condition it was unknown whether the device had met relevant specifications because the device could not be tested due to the poor sample condition. A potential root cause for this failure mode could be due to a valve damage. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percent povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon difficult to deflate on the 4th day of use. The guide wire was inserted into the inflation lumen of the foley catheter and the water was able to drain out.